Event description:
The customer stated that architect total bhcg reagent lot 79912jn00 was generating unexpected high reactive results. Patient (B)(6) generated an initial result of >15,000 miu/ml with a repeat result of 1.2 miu/ml. Field service was dispatched to inspect and service the architect. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect bhcg, list number 7k78, that has a similar us product distributed in the us, architect bhcg, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Evaluation: a comprehensive review of manufacturing data, in process and final release data did not identify any issues that could impact the performance of the architect total b-hcg reagent lot in question. In response to this issue an investigation was performed which included an examination of all available internal and external data. No testing was performed as part of this investigation as sufficient information on the performance of the reagent kit was available to address the complaint. A comprehensive review of manufacturing data, in process data and final release test data did not identify any issues that could impact the performance of the architect total b-hcg reagent lot in question and indicated that all specifications were met prior to release. The performance of all architect total b-hcg reagents manufactured to date was analyzed indicating lot 79912jn00 is performing within the upper and lower specification limits and established control and panel limits. A review of tracking and trending did not indicate any adverse trends associated with customer's issue. A specific reason for the customer's observation could not be determined. It was noted in the complaint text that a field service engineer visited the customer site and reported issues with the performance of the instrument at the wash zone. Additionally, bubbles were noted in tubing (bubbles in the tubing can contribute to elevated sample concentrations). Product labeling was found to adequately address this issue. The investigation performed concluded that no product deficiency was identified for the architect total b-hcg reagent kit list number 7k78-20, lot number 79912jn00 and the investigation demonstrated that safety, effectiveness and label claims were met.